Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling using a test battery and ac power cord without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The battery and ac power cord used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.